Event description:
The user stated she noticed low sodium results for about 200 samples and repeated the ise testing on another modular analyzer (B) (4). Of the data provided, the potassium result for one patient sample was discrepant. The initial result was 3.8 mmol/l, repeat result was 4.5 mmol/l. No errant patient results were reported. There was no delay in the results and no impact to patient treatment. The results from the second modular analyzer were reported. The lot number of the potassium electrode was not provided. The field service representative determined the ise sample syringe seals were worn and replaced them. To verify the analyzer operation, he ran qc with results within range.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.